Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the full height drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open, and it appeared that the spring was not releasing it. After inspecting the drawer, the field service engineer (fse) found that the rails were broken, and the drawer was jammed. The fse replaced the rails, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.